Event description:
It was reported via repair work order that the stretcher had intermittent zoom function and no speed control due to malfunctioned drive handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.